Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following an intraocular lens (iol) implantation, the patient had experienced an unexpected outcome due to irregular astigmatism and large high order aberrations (hoas) from previous radial keratotomy (rk). The aberration from rk is interfering with central button on the iol and decreasing quality of vision. Additional information was provided by a surgical coordinator, that the iol was exchanged for a different model iol in a secondary procedure.